Manufacturer narrative:
The device referenced in this report has not yet been received at shockwave medical, inc. Therefore, a physical examination has not been performed. Evaluation of the subject device is anticipated but has not yet begun. After the device is received and investigation is completed, a supplemental report will be submitted. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave l6 peripheral intravascular lithotripsy (ivl) catheter was used in a procedure to treat an iliac artery lesion using an sv-5 guidewire through an 8 fr vascular sheath. The device successfully delivered all cycles of pulses without incident. Upon removing the ivl catheter from the patient, the balloon was deflated after applying standard negative pressure. While the balloon was being pulled back over the wire, unexpected resistance was encountered. Therefore, retraction was immediately stopped, and it was re-confirmed that the balloon was not inflated. Negative pressure was manually applied using a syringe at the balloon port. The balloon would not move using standard traction, therefore greater than normal force was applied, causing the balloon catheter to snap and become detached from the delivery system. Most of the balloon was successfully removed, with a small fragment remaining on the wire. Gentle traction was applied to retrieve the residual piece out of the sheath. The operator indicated that the balloon appeared to snag on the valve at the back of the sheath rather than the tip. The catheter and balloon were both fully recovered from the patient. The procedure was successfully completed without any patient harm reported. No patient demographics or medical information was provided.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. Multiple attempts were made to collect the device without success. The cause of the balloon detachment could not be definitively determined based on the information available.